Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed 19 nov 2019. 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) released. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent total right knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and depuy bone cement x 2. On (B)(6) 2019, the patient underwent a right knee revision due to loosening of the tibial component, and pain. The surgeon reported chronic appearing synovitis with debris in the knee. He noted synovial tissue was sent to pathology and negative for acute inflammation. The surgeon reported the tibial component was grossly loose and had de-bonded from the tibial cement. The cement was well-fixed to the tibial bone. The surgeon reported the femoral component was well-fixed though revised. He indicated the patellar component was well-fixed, with no evidence of wear, and was retained. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2015, dor: (B)(6) 2019 (rt knee).